Manufacturer narrative:
Approximate age of device ¿ 3 years and 11 months. A direct correlation between the device and the reported infection cannot be determined. The instructions for use lists driveline infection and sepsis as potential adverse events associated with use of the heartmate ii left ventricular assist system. Review of the device history records found no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient developed a driveline infection at an unspecified time. The patient was treated with IV and oral antibiotics. On (B)(6) 2016, the patient expired due to overwhelming sepsis. It was reported that the pump was functioning as intended. No additional information was provided.